Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was instructed to use mdi as a backup therapy while waiting for a replacement pump, which was sent by cts.